Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) reported for about the past 6-8 weeks they've been having issues charging their ins. Pt stated they spoke with a manufacturer representative (rep) about the issue and the rep instructed pt to reset the controller. Pt stated the issue resolved for a bit but has now returned over the past couple weeks. Pt stated when charging their ins they'll be "recharging excellent and then after a few minutes it stops charging. The pt has also seen poor recharge quality. Pt explained that they always have their controller charged 100% when they first start charging their ins and that their ins only charges to about 30-40%. Pt stated their ins will be at 30-40% in the morning and deplete before the get home from work. Pt also stated they used to only have to charge their 1.5-2 days and now they're having to charge more frequently. Patient services(pss) believes this is because pt is unable to charge their ins fully. Pt confirmed no visible damage to the recharger or the controller. Pt stated sometimes they noticed the recharger becoming "pretty warm" but pt said recently it's cold and does nothing. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported. Additional information was received. It was reported that the cause that led to having to recharge more frequently was maybe reprogramming the device. To resolve the more frequent recharging, it was noted that they replaced the medtronic implantable neurostimulator recharger head. The patient is having to charge every evening. P.m. 40%- night - a.m. Morning device will be dead- the patient feels like the battery is not having enough power.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6), UDI#: (B)(4). H3. Analysis was performed on [product ID 97755 serial (B)(6). Analysis found that there was a recharge antenna failure, get manufacture struct command and response. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.